Event description:
The customer reported via phone that the customer experienced hypoglycemia with a blood glucose value of 19 mg/dl at the time of the event. Customer stated that the emergency medical service was dispatched. The customer's current blood glucose level was 75 mg/dl. The customer was treated with an IV insulin drip at a crash point. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The customer will discontinue the use of the insulin pump, and it will be not returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Correction: customer reported being in car accident while having a low blood glucose on november 20, 2022 with the pump. Customer's blood glucose was fine and he went to the store and then the blood glucose dropped and he was unconscious while driving and totaled his car and the paramedics were called at 03:00. Customer was given intravenous fluid at crash site, not insulin drip. Pump was used at the time of the incident. It was unknown if sensor was used. It was unknown if auto mode was used. Pump was set to return for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6 (hecc,heic) with this report.

Event description:
Customer reported being in car accident while having a low blood glucose on (B)(6) 2022 with the pump. Customer's blood glucose was fine and he went to the store and then the blood glucose dropped and he was unconscious while driving and totaled his car and the paramedics were called at 03:00. Customer was given intravenous fluid at crash site, not insulin drip. Pump was used at the time of the incident. It was unknown if sensor was used. It was unknown if auto mode was used. Pump was set to return for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6 with this report